Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during pre-dilation with the maverick2 balloon ¿pressure not so high, due to injury to be critical in the vase¿. It was previously reported that the patient was sent to surgery to ¿implant breast ad¿; it was further clarified the ¿implant¿ in the lad is equivalent to bypass surgery. The distal stent was noted to have ¿been screwed into the ultrasound catheter, and it was not possible to remove the piece from the catheter during surgery because it was lost in the patient's body.¿ after surgery, the patient was in the ICU and stabilized and was then discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that "part of the deployed stent remained at the patient body without any risk of detachment, the rest was removed by the physician."

Event description:
Same case as MFR #: 21342134265-2013-02732. It was reported that during a stenting treatment procedure, catheter removal difficulties and a shaft break occurred. The target lesion was located in the left anterior descending artery. Pre-ivus was performed with an atlantis sr pro catheter. An unspecified guide wire was advanced across the lesion. Pre-dilation was performed "of high pressure" with a 2.0x 20mm maverick2 balloon. Ivus was again performed. A 3.0x38mm promus element long coronary drug-eluting stent was implanted distally and then a second 3.0x38mm promus element long stent was implanted proximally and overlapping the first stent. Post-dilation was performed with a 3.0x15mm "apex nc" balloon to 22atms. It was noted that angiography performed after post-dilation "looks great." The atlantis catheter was advanced through the stents for additional evaluation. During pullback, the atlantis catheter became stuck in the distal promus element long stent resulting in the stent being severely deformed and shortened and the atlantis catheter broke within the stent. The patient was referred for surgery to "implant breast ad and was taken from the field with success." The catheter fragment and a portion of the distal stent were removed during surgery. There were no additional patient complications reported and the patient's condition post-surgery was "progressing."

Manufacturer narrative:
(B)(4).